Manufacturer narrative:
The user reported an event where the cgm showed results that are different from glucometer measurements. Despite multiple follow-up attempts to gather information the user remained unresponsive. After dms review, we confirmed that there's no system usage since (B)(6) 2025.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.